Event description:
It was reported that the heater melted. No injury reported.

Manufacturer narrative:
Other text: d4: UDI section is unknown, no information has been provided to date. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be a heater failure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.